Event description:
At the conclusion of surgery the 3m ground pad #9160f was removed from the pt's thigh. The pad was noted to have a wrinkle in it. A quarter size area of red "abrasion" was noted under the area of the pad. Pt was sent to the recovery room where the reddened area was assessed as a burn and treated with silvadene. Pt presented at the surgeon's office for a post-op visit (unk date) and reddened area on thigh appeared to be infected. Pt is now taking oral antibiotics. Generator has been sent to biomed for evaluation.